Event description:
It was reported the subject device had a foggy image. The procedure was completed using the same set of equipment. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no defects identified during inspection and the device was working properly as intended. Based on the investigation results, no nonconformities were found. A definitive root cause cannot be identified. A device history review revealed no issues identified. This issue is addressed in the instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿. Reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 37 as per IFU. "Make sure that the image is normal when connecting to the system. If the cover glass is dirty or optical parts malfunction, the image could be fogged or inaccurate resolution and color could result." Reference page 25 as per IFU. Olympus will continue to monitor the field performance of this device.